Manufacturer narrative:
Follow-up received on 11-may-2016: quality safety evaluation of ptc: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this medically-confirmed, spontaneous case report was received via regulatory authority and refers to a female patient who had worsening of her hypermenorrhoea after essure (fallopian tube occlusion insert) insertion. She was submitted to a bilateral salpingectomy; during essure extraction the devices fragmented and were completely removed. These events are listed in essure's reference safety information. After essure insertion, menses pattern changes may occur. Also, cases of essure breakage have been reported, mainly during difficult insertions/removals. In this particular case, the patient developed worsening of her hypermenorrhea in close association with essure procedure and no alternative explanation was provided. Therefore, this event was considered as related to the suspect insert. The same assessment is given for the reported device breakage, since it occurred as a complication of device removal. Non-serious events were also reported. This case was regarded as an incident, since device removal was required. The product technical analysis was received and the outcome of the investigation resulted in an unconfirmed quality defect. Follow-up information is being sought.

Event description:
This is a spontaneous case report received from a physician via regulatory authority (case# (B)(4)) in (B)(6) on 04-apr-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. The patient experienced headache since essure was placed (date of (B)(6) 2015 was mentioned), abdominal distention after 8 months of insertion, stinging of the ovaries from ovaries to groin not daily (occasional), and dysmenorrhoea since insertion that needed analgesia with anti-inflammatory for decreasing the pain. She had hypermenorrhoea before insertion, but it got worse. She had to change the sanitary pad every 30 minutes. She also experienced generalized tiredness. On (B)(6) 2016, bilateral laparoscopic salpingectomy and extraction of both essure were performed, they fragmented and were extracted completely. The patient kept it for explicit desire. No causality assessment was given. Company causality comment: this medically-confirmed, spontaneous case report was received via regulatory authority and refers to a female patient who had worsening of her hypermenorrhoea after essure (fallopian tube occlusion insert) insertion. She was submitted to a bilateral salpingectomy; during essure extraction the devices fragmented and were completely removed. These events are listed in essure's reference safety information. After essure insertion, menses pattern changes may occur. Also, cases of essure breakage have been reported, mainly during difficult insertions/removals. In this particular case, the patient developed worsening of her hypermenorrhea in close association with essure procedure and no alternative explanation was provided. Therefore, this event was considered as related to the suspect insert. The same assessment is given for the reported device breakage, since it occurred as a complication of device removal. Non-serious events were also reported. This case was regarded as an incident, since device removal was required. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Follow-up information received on 06-jul-2016: the physician was contacted for follow up but was unable to identify the patient. No further information was obtained. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-jul-2016 for the following meddra preferred terms: device breakage. The analysis in the global safety database revealed 1346 cases. Menorrhagia. The analysis in the global safety database revealed 228 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this medically-confirmed, spontaneous case report was received via regulatory authority and refers to a female patient who had worsening of her hypermenorrhoea after essure (fallopian tube occlusion insert) insertion. She was submitted to a bilateral salpingectomy; during essure extraction the devices fragmented and were completely removed. These events are listed in essure's reference safety information. After essure insertion, menses pattern changes may occur. Also, cases of essure breakage have been reported, mainly during difficult insertions/removals. In this particular case, the patient developed worsening of her hypermenorrhea in close association with essure procedure and no alternative explanation was provided. Therefore, this event was considered as related to the suspect insert. The same assessment is given for the reported device breakage, since it occurred as a complication of device removal. Non-serious events were also reported. This case was regarded as an incident, since device removal was required. The product technical analysis was received and the outcome of the investigation resulted in an unconfirmed quality defect. Follow-up information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.